Event description:
Reporter alleged the patient had symptoms later confirmed as part of a transient ischemic attack at 8:25 am and at 9:04 am, a result of 457 mg/dl was obtained on the inform system. Reporter stated the patient was treated with an unspecified amount of an unknown insulin as the symptoms seemed to the be the cause of hyperglycemia. Reporter stated that shortly after that, the patient began experiencing hypoglycemic symptoms. Reporter alleged at this time, which was 9:45 am, the patient received a discrepant blood glucose result of 109 mg/dl on the inform system compared back to back with a result of 44 mg/dl on the lab system when testing was performed within 10 minutes. Reporter indicated that the patient was then treated with dextrose. No other actions were reported taken or treatment received. A request was made for the return of the affected product.